Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that an orbital floor plate had to be removed because the patient started to experience double vision following the surgery.